Event description:
It was reported that the patient experienced, and was admitted for, dyspnea. Infection at implantation site was confirmed, with antibiotics and antifungal regimen(s) begun. The patient was dicharged to home, with their leadless implantable pulse generator (ipg) remaining in use. The patient is a participant in the micra study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).